Event description:
User facility medwatch report was received via FDA(mw#1017747). Per report; part was broken which made it impossible to attach properly to drainage system. Follow-up contact with customer revealed customer experienced breakage of unknown part 3 times; 3 separate lots. Contact does not know product code. Contact reports noting no pt injury or compromise in any documentation relating to these events. The events occurred in 3 pt and in each instance; another unit was open and used. Refer to jjpi ref#'s 0000079c-1, MFR report# 1219655-2000-00019 and 0000079c-2; MFR report# 1219655-2000-00020 for the other two events.